Event description:
Additional information received reported the patient was in the hospital due to their dystonia and they were on a lot of medications at the time of this report. The patient was on benadryl and dilaudid. The patient's implantable neurostimulator (ins) was implanted to treat their dystonia. The patient further stated that for some reason their dystonia flares up once in a while. The ins was not treating the patient's dystonia 100 percent of the time.

Event description:
It was reported that the patient had a gradual loss of therapeutic effect. Since implant she had episodes of returning dystonia symptoms and she thought her dystonia was becoming more active. The episodes had become more frequent and the longest she could go without an episode was six weeks. The patient was usually in the hospital for a minimum of five days following an episode. When an episode occurred she had to adjust stimulation to resolve it. At the time of the report she had to go to the healthcare provider (hcp) to adjust stimulation since she did not have her programmer. The hcp told the patient that the battery was draining faster due to higher settings, but she was still on schedule to have a replacement around the same life as her previous implant. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v319140, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v088235, implanted: (B)(6) 2010, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).